Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. The customer changed supplies and resumed insulin to resolve the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump.